Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal/one week post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural contusion ("they looked bruised"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal and post procedural contusion outcome was unknown. The reporter considered medical device removal and post procedural contusion to be related to essure. Amendment: the report was amended for the following reason: upon internal review it was found that this case was duplicate of case no. (B)(4). Therefore, this case was marked for deletion. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal/one week post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural contusion ("they looked bruised"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal and post procedural contusion outcome was unknown. The reporter considered medical device removal and post procedural contusion to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.